Manufacturer narrative:
The reported events of high pacing impedance and failure to advance stylet were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil lumen without obstruction/restriction.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high impedance measurements, and the stylet had failed to advance in the lead. The ra lead was removed and replaced. The patient was in stable condition.